Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between not impacted to over 600mg/dl. A manual injection was administered and a correction bolus was delivered to address the bg level. The occlusion alarms were addressed by performing supply changes. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.